Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that one day post implant the patient received an inappropriate shock from the right ventricular (rv) lead due to oversensing due to lead noise. It was also reported the rv lead had high impedance at the time of the shock. The event was reported from the (B)(6) study. There were programming changes made and the rv lead remains in use. No further patient complications have been reported as a result of this event.